Event description:
A medtronic rep reported that the axiem box had a high internal temperature. There was no pt present.

Manufacturer narrative:
Pt info not provided as there was no pt involved in this concern. Axiem box was returned for eval. Investigation is currently in progress.